Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The remote service engineer (rse) analysed the system remotely and confirmed that system failed to power on, remaining stuck on the philips logo screen. Upon troubleshooting, rse identified an issue with the suite pc. The suite pc failed to power on despite receiving 220 volts and attempts to manually turn it on were unsuccessful. To resolve the problem, the philips field service engineer (fse) came to the site and replaced the suite pc and returned it to philips for further analysis and it found the failed power supply unit was confirmed as non-functional, not powering up. After replacing suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot process. It hung up on the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.